Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064502. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tube of a bd vacutainer® winged safety pbbcs with 12 in. Tubing was cut. No medical intervention/injury was reported.